Event description:
The site was performing a study on a pt. During the study, the pt shifted her weight and fell off the table, breaking her right humerus.

Manufacturer narrative:
The patient's girth prevented use of the velcro straps provided for securing the pt during a study. There are statements within the instructions for use indicating that the operator should vigilently monitor the patient during acquistion. A review of the product labeling determined that it is adequate. Fse investigation determined that the system was operating within specification. The system's log files did not indicate any malfunction of the device.